Event description:
It was reported that the left ventricular lead threshold was high, but stable in the ring to right ventricular (rv) coil configuration. The lead does not capture in the bipolar configuration, even at maximum output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead, (B)(6) 2011; 4568 implantable pacing lead, (B)(6) 2011. (B)(4).